Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector and a damaged set screw.

Event description:
It was reported that an implantable pulse generator (ipg) that was being implanted was unable to capture or sense a rhythm. It was unable to establish telemetry with the programmer. The was a suspected grommet or set screw problem with the ipg. The ipg was removed and replaced. No patient complications have been reported as a result of this event.